Event description:
It was reported that following unrelated cardioversion, the pulse generator exhibited false alerts for battery depletion. A firmware download successfully restored the device. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.